Event description:
The patient& generator was replaced. The explanted generator has not been received for analysis to date. No further relevant information has been received to date.

Event description:
It was reported that the vns works well and decreases the frequency and intensity of the patient's seizures, but then the patient had 6 to 8 seizures within about a month, and he wants to replace the vns since he is having a lot of seizures at night. The patient then started having 2 to 3 seizures a week. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.